Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that one of the filars of the sensing coil was fractured as a result of fatigue. The connector ring crimp sleeve was exposed outside the connector bore. Due to this positioning, the sensing coil was exposed to increased stress and an accelerated fatigue. Over time, the sensing coil fractured.

Event description:
It was reported that the lead exhibited a high capture threshold. The lead was explanted and replaced.